Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. However, the device passed rewind test, unexpected restart error test and displacement test. No unexpected restart error alarm noted during testing. The device had broken battery tube threads.